Manufacturer narrative:
The technician found the end tube was broken. A search of the hill-rom maintenance records show hill-rom performed preventative maintenance on this bed in 2007 and 2009-2014. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the end tube to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the left side rail was not latching. The bed was located in room g614 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).